Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks post implant, the patient had a large hematoma at the implantable pulse generator (ipg) implant site. It was also reported that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing seen after atrial paced events on the current electrogram (egm). It was further reported that there was no atrial egm to correlate. No further patient complications have been reported as a result of this event.